Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handswitch of the unit was not working to power up. There was no harm reported. The event occurred during surgery. There was probably a delay but the time of delay is unknown. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product was not return or evaluated. On july 24, 2018, it was reported that the hand switch of the unit was not working to power up. The customer did not return an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was january 29, 2014 where it was reported that the device was working intermittently and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, and 4 inch width plate were replaced. This is not a related issue. Product review of the electric dermatome was not performed, as the device was not returned. Repair of the electric dermatome was not performed, as the device was not returned. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the reported event could not be specifically determined with the information that was provided since the device was not returned for evaluation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.